Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: broken device observed assessed, as unidentified (tear) opening (shell thickness was within specification). Missing shell assessed, as inconclusive. No other observations observed, no further actions are required. Visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported, left side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device was explanted.